Manufacturer narrative:
Analysis found that the distal tip had broken off the inner cutter. The break occurred at the first proximal tooth valley. There were no signs of misuse or mishandling. There were no signs of bends or concentricity issues. There was uneven wear at the cutting tip which may indicate an interference fit between the inner and outer assemblies at the tip. The inner cutter and outer tube are supplier manufactured. Deformation of the outer tube distal tip has been proven to cause the inner blade tip to fracture at the first proximal tooth valley. In the returned condition, there was an out of specification condition identified as it relates to the complaint (due to physical damage). The most likely underlying cause is consistent with supplier. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the blade broke in the patient's nose and needed to use a device tweezers to have the broken pieces removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare provider reported that the tip of the blade was broken off into the patient during a functional endoscopic sinus surgery (fess) procedure. The tip was removed safely from the patient. The surgery was delayed by less than 1 hour. There was no patient impact.